Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report numbers: 1627487-2013-05749 and 05750. The patient has four leads (two are from the same lot). It was reported stimulation is not providing pain relief from the patient. The patient plans to receive trigger point shots in her back to address the pain. If unsuccessful, the patient will move toward reprogramming. The patient will meet with an sjm rep to evaluate her scs system.